Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was cracked with cracks on the display window. The customer's blood glucose level was 157 mg/dl. Standard troubleshooting was performed. The customer stated she did not know how the damage occurred. The call was disconnected. The product is not being returned. Nothing further was reported.